Event description:
Dealer is stating that they just received unit back from repair. Now is stating that the unit turns on, red lights and shuts down within 2 minutes. The dealer stating it is knocking after it runs awhile.